Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting loss of capture (loc) on the right ventricular (rv) channel. An unintended signal transfer or noise was noticed, and the amplitude appeared small. Technical services (ts) was consulted and recommended further testing. The device remains in service. No adverse patient effects were reported.